Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h2, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Since the suspect device model number was unknown, olympus selected ¿emrs-26b¿ as a representative product. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
A customer contacted olympus wanting to know what material the end caps/tips of resectoscopes were made of. The customer reported that "part of the cap at the end" of the resectoscope sheath was missing and they did not know whether it had been left inside a patient. Additional information was requested, but the customer refused to provide any further details. The customer later contacted olympus again reporting they were a patient who underwent surgery and claimed that a piece of the black cap broke off from the tip of the insertion part and remained inside of him. The customer requested information regarding the composition of the material in order to assess the potential risk for himself. Additional information regarding the event was requested, however at this time the customer/patient has not provided any further information.